Event description:
It was reported that a balloon rupture occurred. A 15mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon burst at 8 atm. The procedure was completed with a different device. There were no patient complications, and the patient condition was stable following the procedure.